Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that during the implant procedure, this right atrial (ra) lead became dislodged, as evidenced by out-of-range sensing amplitude values. The physician attempted to reposition the lead, but the helix was not able to be retracted even after more than 20 turns of the fixation tool. The lead was removed from the patient and the helix was still not able to be retracted. A new lead was implanted to complete the procedure. No adverse patient effects were reported. The attempted lead was expected to be returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that during the implant procedure, this right atrial (ra) lead became dislodged, as evidenced by out-of-range sensing amplitude values. The physician attempted to reposition the lead, but the helix was not able to be retracted even after more than 20 turns of the fixation tool. The lead was removed from the patient and the helix was still not able to be retracted. A new lead was implanted to complete the procedure. No adverse patient effects were reported. The attempted lead was expected to be returned for analysis.